Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Both t was deployed simultaneously. A backup device was readily available. It is unknown if there were any delays to the procedure. No patient injuries were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. Neither t nor suture has been returned to assist with evaluation. A functional test resulted with a normal actuation and cycle. There is no indication of aggressive use or disfigurement of the needle on this device. Several factors influence adherence of the implants including implant location, tissue condition and device ability. It is undetermined which factors contributed to stated complaint. No further investigation is warranted at this time. There is no manufacturing information supporting the nature of the complaint. No further investigation is warranted.